Manufacturer narrative:
The product had not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that at power on the profile is reverting back to previous profile. There was no pt involvement.